Event description:
It was reported that during follow up, it was found that the device delivered several inappropriate shocks due to t-wave oversensing. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.